Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered fatigue, pelvic pain and weight increased to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.